Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient only had a high impedance on contact 0-5,829 monopolar, bipolar 0 and 1 6,876 ohms, 0 and 2 8,054 ohms, and 0 and 3 8,075. The cause of the impedance issue was unknown as even after increasing the voltage and retaking the test the issue wasn¿t resolve. The patient was programmed around contact 0 stimulating on contact 1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) reported they saw the patient for an impedance check and electrode impedances showed: c0: 5829 ohms 01: 6876 ohms 02: 8054 ohms 03: 8075 ohms. The rep mentioned abnormal impedances had been able to be worked around in the past.